Manufacturer narrative:
(B)(4). Visual inspection found the black insulation on the tubing was damaged. Inspection noted evidence of dried blood in the jaws indicating that the instrument had been used. The investigation found the shaft of the instrument slightly bent and scratches along the length of the insulated shaft. The insulation was sliced in one area and bare metal was visible. There were two hash marks next to the cut insulation indicating the tube was compressed against a trocar edge or similar object. The bent shaft is due to lateral force placed on the instrument causing the shaft to bend. The force on the shaft caused the insulation to be cut, most likely while the instrument was inside the trocar. The investigation identified the root cause of the reported event to be user mishandling. The IFU states, use the appropriately sized trocar to allow for easy insertion and extraction of the instrument. No trend has been identified for this failure mode. No corrective action is required.

Event description:
The customer reported that they noticed the insulating coating with covidien logo was worn-out after opening the packaging. Site stated the device not used in a patient. No patient injury reported. Upon receipt of device for investigation on 8/20/2015, it was noted that the black tube insulation was damaged with exposed metal and the device fails hipot testing.